Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. On the primary svn (B)(4), the customer alleged the pump would not allow a bolus delivery, reviewed the pump history file for pump error(s)/alarm(s) and found no delivery alarm on the event date (B)(6) 2023. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the pump's daily history screen. No unexpected pump high bgs message/alert noted. No bolus anomaly or unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. On svn (B)(4) the customer reported the insulin pump did not allow the customer to bolus, gave a high ketone message, unexpected error message, and e/a alarm unspecified. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the pump's daily history screen. No bolus anomaly or unexpected high ketone message/alarm noted. No unexpected error message, or e/a alarm unspecified noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6)2023 in the pump history file. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses below listed in the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 08:54:32.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 14.5, bolusamountdelivered = 14.5. (B)(6) 2023 12:58:20.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.3, bolusamountdelivered = 8.3. (B)(6) 2023 13:43:16.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.4, bolusamountdelivered = 7.4. (B)(6) 2023 17:21:06.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 24.1, bolusamountdelivered = 24.1. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotals: dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000, dailytotalofallinsulindelivered = 101.725, dailytotalofbasalinsulindelivered = 47.425, dailytotalofbolusinsulindelivered = 54.3. There were no auto suspend alarm noted in the pump history file. Please see the user suspended below listed in the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 06:57:41.000 insulindeliverystopped, reasonforinsulindeliverysuspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 04:22:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. (B)(6) 2023 04:32:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. (B)(6) 2023 04:36:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/high ketone. Unexpected error message not confirmed. E/a alarm unspecified not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump would not allow her to bolus, asks her to do a manual injection and states ketones were high. (Messages that is displayed when bg is high). Troubleshooting was performed. It was not known if the insulin pump was used 48 hours prior to the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.